Event description:
It was reported that when the customer tried to connect the blood transfusion or infusion set to the female luer lock connector, it was cracked and leaked. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. Two (2) photos received for evaluation. Picture one (1) shows the packaging and an l-70 product. Picture two (2) shows a close-up of the proximal end female luer connector which is observed to have a crack. One (1) unit of part number l-70 was received with original package, in used condition. The sample was visually inspected under normal conditions of illumination to detect any cosmetic issue. A crack was found in the female luer connector. Functional testing for failure mode revealed circular damage was created in the connection part of the female luer, however the crack along the female luer cannot be replicated. However, it was not similar to the sample reported. Based on the replication of the failure mode results the crack reported is not attributable to the manufacturing process. The supplier has been notified of the broken luer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory(B)(4) located in sections g.1., please direct those to the following: (B)(4).